Event description:
It was reported that the balloon did not inflate with the fogarty catheter, before patient use. The issue was resolved by replacing the catheter with a new one. There were no patient complications reported. The product evaluation was completed and there was balloon deterioration. It was unable to be determined as the edges did not match.

Manufacturer narrative:
The device was returned for evaluation and the product evaluation was completed and it was determined that there was balloon deterioration. The balloon latex appeared discolored and deteriorated. It did not inflate due to leakage from the distal side of the balloon latex. There were some holes observed from the distal side. After cutting the proximal windings, it was unable to be determined if the edges matched up. The latex deterioration is usually caused by age, excessive exposure to light, atmosphere or ozone. It appears on the balloon surface there is a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No other visible damage was observed from both windings and catheter body. The confirmation of the issue was performed in the products lab, not in a clinical setting. The device history record review is pending. Once the results are available the results will be submitted in a supplemental report. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A device history record review was completed and documented that the devices met all specifications upon distribution. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A CAPA is in process to address the balloon latex deterioration failure for embolectomy models. As part of the manufacturing process controls, 100 percent of the units go through a balloon winding and visual inspection. In this inspection, the units are 100 percent visually inspected for bends, wrinkles, cuts, contamination, stains, deterioration, discoloration, or ripples. Additionally, the instructions for use specify the storage conditions for these catheters.